Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) touch pad is not working.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the keypad (d331-00-0119) and overlay (d330-00-0039-01). The fse performed all safety, and functionality checks successfully. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) touch pad is not working. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)